Event description:
It was reported that the patient had an unrelated watchman procedure a couple of months prior. The physician noted the right atrial (ra) lead was no longer capturing, poor sensing was observed, and dislodgement was confirmed. The ra lead was capped (B)(6) 2025 and replaced. The patient was discharged home the same day in stable condition.